Event description:
Customer stated that the product overheated during testing. There was no pt involvement and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.